Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant approximately nine (09) months after placement.

Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant approximately nine (09) months after placement.